Event description:
It was reported that (2) devices were used during a whipple. It was reported by the affiliate that the tx60b device was loaded with a xr60b reload for resection of the stomach. The surgeon noticed an insufficiency in the middle of the staple line. The staple line was sutured by hand. The devices were discarded.